Event description:
Reported a fail code 810:04 before use. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.